Event description:
It was reported a patient's implantable cardioverter defibrillator presented with non-sustained right ventricular oversensing on remote monitoring due to post-paced t-wave oversensing. No changes were reported. The patient was stable.